Event description:
Right total knee arthroplasty was performed in 96. Revision performed in 99, due to pain and grinding. Patella was found to be loose and floating freely and wear noted on articular surface of tibial bearing.